Manufacturer narrative:
One sealed device was received and evaluated. The device passed testing. During testing, a device from hospira stock was connected to the distal clave y-site of the tubing set. During testing, the silicone sleeve was accessed numerous times and the silicone sleeve returned to its initial position each time. Based on the data verified, hospira could not attribute the issue to the device. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the silicone sleeve of the clave port remained in the depressed position. The primary tubing set was being used to deliver an unspecified volume of normal saline, at a to keep open (tko) rate, via gravity. After an unspecified length of time, a secondary tubing set was connected to the distal clave y-site for the piggyback delivery of an unspecified chemotherapeutic agent. After the piggyback delivery was completed, the nurse disconnected the secondary tubing set from the distal clave y-site of the primary tubing set. At this time, the customer contact reported that an unspecified volume of normal saline leaked. It was reported that the silicone sleeve of the clave port at the y-site of the tubing set remained in the depressed position. The primary tubing set was not replaced. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. No add'l info was provided.